Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and performed complete calibration. The fse was unable to reproduce the reported issue. All functional and safety checks were then performed to meet factory specifications, and the iabp was subsequently released to the customer and cleared for clinical service. (B)(6).

Event description:
The customer reported that the cs300 intra-aortic balloon pump(iabp) had a leak in system alarm. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.